Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The customer reported the manual probe was leaking diluent on to the counter while performing shutdown cycle on the lh500 instrument. The volume was reported as 5 ml and the leak was not contained. The operator was wearing personal protective equipment of gloves, goggles and gown. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed the leak from the manual probe during shutdown of the lh500 instrument. The fse found the probe rinse block was not traveling to the end of the probe because it was misaligned and needed adjustment. The fse replaced and adjusted the probe rinse block and resolved the leak. Failure mode was identified: failure mode was a misaligned probe rinse block. No erroneous results were generated; the failure mode identified is likely to generate erroneous results for all parameters due to carryover caused by insufficient probe wipe travel for cleaning of the probe. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).